Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice during dwell four of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The patient was advised to end therapy and the supplies were removed. It was unknown how the patient planned to complete therapy. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.